Manufacturer narrative:
Bd was unable to perform a thorough investigation as no sample, material, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd infusion set was under infusing the following information was received by the initial reporter with the following verbatim while onsite at (B)(6) yesterday (B)(6) 2024 for post implementation assessment visit it was reported by in oncology that sometimes secondary infusions aren¿t finishing in the expected amount of time. This is occurring even when devices are set up to proper heart level and primary bag is lowered with two hangers. I¿ve included her here for more specific questioning support.